Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with small to moderate ketones, earlier that morning. Correction boluses were delivered to address bg level and supplies were changed. Contact stated the customer and the contact were not aware of the elevated bg level due to lack of continuous glucose monitoring (cgm) supplies and the inability to test bg level. A recommendation was made for the customer to contact the healthcare provider regarding bg levels.